Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that touch does not work. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Onsite service is currently pending.

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that touch does not work. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that touch does not work. A philips authorized service provider (asp) went onsite and replaced the touchscreen to resolve the reported issue. The philips asp replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.